Event description:
It was reported that a patient underwent an anterior pelvic floor repair procedure, a colporrhaphy and a sling procedure in late 2008. Nine days later, the patient experienced symptoms of a yeast infection and took diflucan for two times in the same month. Six days later, the patient experienced a vaginal infection and was given metronidazole 500 mg two times per day for ten days. Vaginal culture found enterococcus, e. Coli1 and e. Coli2. The patient was given keflex 500 mg two times per day for ten days and ampicillin 500 mg for ten days for resistant strain for e. Coli1. The event was resolved five days later.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.